Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to emergency room (ER) on (B)(6) 2026 due to hyperglycemia. The blood glucose level was 22 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin. Patient found positive for ketones and levels found moderate. Patient released from the hospital on (B)(6) 2026. Patient used insulin which was not used at room temperature. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.